Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the clamp engaging the spinous process. The site was eventually able to get the clamp to sit on the spinous process. There was no delay to the procedure and no impact on the patient outcome.